Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. It is likely that the rupture occurred due to interaction with the heavy lesion calcification. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the reported difficulties appear to be due to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat a lesion with heavy calcification in the distal popliteal artery. The 3.0 x 200 mm armada 14 balloon catheter was advanced to the target lesion without resistance; however, the balloon ruptured during the first inflation at 14 atmospheres. A non-abbott balloon catheter was used in the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.